Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the laparoscopic cholecystectomy procedure, the hospital contact stated that the clips are not forming properly. The same like device was used to complete the case. There were no adverse consequence to the patient.